Manufacturer narrative:
Follow up #1: 09/17/2015, device evaluation: the pump has been returned to animas and evaluated on 08/26/2015 with the following findings: the battery compartment was cracked above and below the bumper pad. The pump had corrosion in the battery compartment. When the pump was powered on, it would constantly reboot and emit audio tones with a blank display screen.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that they were unable to remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.